Event description:
Sorin group (B)(4) received a report that, during set-up, the pump stopped and displayed an error message. Attempts to restart the pump were unsuccessful despite an attempt to re-boot the entire s5 system. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during set-up, the pump stopped and displayed an error message. Attempts to restart the pump were unsuccessful despite an attempt to re-boot the entire s5 system. There was no patient involvement. The pump and control panel were returned to sorin group (B)(4) for evaluation. Inspection of the returned pump found and interruption in the circuit path on one of the circuit boards. The pump was returned to their supplier who confirmed the problem as described above. A follow-up report will be filed if any additional information becomes available.